Manufacturer narrative:
In journal article, the information is presented without patient/case specific details as such, this MDR represent's all events the journal article identifies related to the onflex group. The author of the journal article was contacted and stated that the article was "completely anonymized" and as such no additional information will be provided. The date of event provided is based on 2 years after the first implant date. As reported, it is alleged that post implant of the onflex mesh, the patients had experienced superficial seromas, inflammation, hypoesthesia and pain. The subject device(s) are not available for evaluation. Based on the information provided to date, no conclusion can be made as to the degree to which the device, may be causing or contributing the patients reported symptoms. The instructions-for-use supplied with the device lists seroma, inflammation and pain as possible complications. Sample not returned.

Event description:
The following information was obtained via journal article "a registry-based 2-year follow-up comparative study of two meshes used in transinguinal preperitoneal (tipp) groin hernia repair" (langenbeck's archives of surgery, 1-12. September 2020): a total of 181 onflex cases implanted during sep, 2016 to oct, 2017, using the transinguinal preperitoneal (tipp) technique were followed-up for 2 years. Per the journal article, in the onflex group there were 12 cases had superficial seromas healing without no aspiration, 2 cases with injection site inflammation, 1 case with hypoesthesia after regional block and 7 cases required hospitalization. Also it was reported, 30 patients experienced pain (20 mild; 10 moderate).